Event description:
It was reported that the customer experienced a blood glucose (bg) level of 350 mg/dl. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Customer administered a bolus via the pump to address the issue and went to the emergency room. Although high ketones were present, healthcare professionals did not consider the situation life-threatening, and no injuries were caused by the event. Customer was treated with intravenous fluids of saline and insulin and was discharged the same day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended and educated the customer on insulin labeling.